Event description:
Complainant alleged that the device will stay in the incorrect mode even after turning off and back on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.